Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the patient was sable post procedure.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. The device was explanted and replaced due to eri. More information was request, but not provided.